Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer's blood glucose level was 296mg/dl at the time of the incident. Customer declined troubleshooting for high readings. Troubleshooting for pump exposed to fluid and reservoir leak was performed. Customer reported smell of insulin. Customer also stated that they had just filled the insulin the day prior to the leak. Customer stated that the reservoir was used and that the leak occured by the bottom of the reservoir. Customer stated that there was fluid in the reservoir compartment and that the o-rings were missing. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Reservoir was partially returned. Customer returned barrel only (set of o-rings and stopper-plunger not returned). I was unable to verify air bubbles anomalies to reservoir.